Manufacturer narrative:
The evaluation showed, that the upper axle bolt in the posterior link is loose and the front link is deformed. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the knee joint is broken. The patient did not fall.